Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ 3 ml syringe/needle combinations have a cracked barrels.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 12 bd¿ 3 ml syringe/needle combinations have cracked barrels. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 12 bd¿ 3 ml syringe/needle combinations have cracked barrels.